Event description:
It was reported that the patient with this lead experienced a rash on their chest when they are exposed to the sun. The patient has a severe nickel allergy. Technical services (ts) confirmed that the lead contains nickel. The lead remains in use. No additional adverse patient effects were reported.